Manufacturer narrative:
The product sample was not recieved for evaluation. Without the product sample they are unable to determine the cause of the breakage. Without the product lot number they are unable to trace the DHR, quality testing performed and corresponding results. However, historical evaluation of broken drains usually determines the cause to be a nick or puncture at the break site.